Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue could not be confirmed as no faults were detected. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had a light guide connector that came off. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.

Event description:
The reported issue was found during reprocessing after a therapeutic laparoscopy-assisted colectomy (lac). There was no delay to the procedure, which was completed using the subject device.

Manufacturer narrative:
Correction to h10: the reported issue was confirmed, the light guide connecter was damaged. Additionally, the following non-reportable malfunctions were found during the device evaluation: the outer tube was dented and the image was cropped due to a misaligned objective lens. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.